Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system before surgical ports placement, the customer called to report that universal surgical manipulator (usm) 4 was faulting with 319 errors. The intuitive surgical, inc. (Isi) technical support engineer (tse) was informed that the customer had power cycled and hard cycled the patient side cart (psc), but the faults returned. The site needed all four arms for the procedure and was searching for an alternative psc. The procedure was aborted to another xi system, and no patient involvement was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced proximal set-up joint (suj) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported error 319 was confirmed and replicated. In logs, 319 was confirmed indicating node communication faults starting at the board. The fa installed proximal onto golden system where error 319 occurred replicating the reported problem. Also, it was suj was tested on patient side cart fixture test platform (pftp) where it was found to be missing node a, b, and c. Also, fiber optic cable was tested and verified it to be the source of the fault. After testing was complete, visual inspection found no faults related to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error 319 may be attributed to a communication error pertaining to the fiber optic cable.